Manufacturer narrative:
The complaint history and product history records could not be reviewed because the consumer did not provide the lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had surgery due to rotation of the intraocular lens. She noted blurred vision, glare and inability to focus following the secondary procedure. Additional information has been requested; however, further information has not been received.